Event description:
It was reported that during ventilation in bipap mode, the device first displayed a low airway pressure alarm and then a technical error message. According to the user, the device then stopped operating. The user continued to ventilate the patient manually using a bag and replaced the device. The error occurred again when the user restarted the device. No patient injuries were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected carina unit was inspected by dräger service. Based on the log entries, it was determined that on november 8, 2025, at 10:43 am, technical error 00.a008 (blower defect) was recorded. The "blower defect" alarm is generated when there is an unacceptable deviation between the measured blower speed and the target value. Approximately 5 minutes later, the user switched the unit off and on again. The subsequent automatic power-on self-test of the blower failed, and technical error 00.a009 (faulty blower during self-test) was recorded. Technical analysis of the device identified a faulty elco circuit board and a faulty motor control circuit board as the cause of the problem. The elco circuit board ensures that the blower receives sufficient voltage during speed changes, and the motor control circuit board controls the motor. Replacing the circuit boards repaired the unit. In the event of this deviation, the device switches to patient safe mode, meaning ventilation is stopped and the high-priority alarm "device malfunction!!!" Is triggered. The emergency breathing valve allows the patient to breathe spontaneously in this case. Ventilation of the patient with an independent ventilator may be necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilation in bipap mode, the device first displayed a low airway pressure alarm and then a technical error message. According to the user, the device then stopped operating. The user continued to ventilate the patient manually using a bag and replaced the device. The error occurred again when the user restarted the device. No patient injuries were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.